Manufacturer narrative:
Pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm after being exposed to high magnetic fields. Customer stated that the motor error alarm occurred during the rewind process. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.